Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) [202], it was reported by a distributor via sems that an (2) ar-8925ss syndesmosis tightrope broke. This occurred during an ankle orif & syndesmotic repair on (B)(6) 2022. During tensioning, one suture tail from one of the tightropes tore off completely. The device lost its tension entirely, which suggests that the suture tore inside the bone tunnel where the knotless mechanisms are. A medial incision was required to remove the medial button from the failed device, plus an extra 1x ar-8925ss was used to complete the case.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) [202], it was reported by a distributor via sems that an (2) ar-8925ss syndesmosis tightrope broke. This occurred during an ankle orif & syndesmotic repair on (B)(6) 2022. During tensioning, one suture tail from one of the tightropes tore off completely. The device lost its tension entirely, which suggests that the suture tore inside the bone tunnel where the knotless mechanisms are. A medial incision was required to remove the medial button from the failed device, plus an extra 1x ar-8925ss was used to complete the case.